Event description:
The FDA medical device reporting team provided report mw5110303 that was received through FDA¿s medwatch program. The FDA redacted the dates in the description of the event. Mw5110303 reports four false negative results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the three false negative results obtained for individual 1. See related cases for alternate false negative results. Individual 1: customer reports receiving a suspected false negative result on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Customer showed visible and obvious symptoms of covid-19 after initial false negative result. Customer tested positive on an unknown date with an unknown methodology. Customer reports worsening symptoms including breathing problems. Customer was prescribed antivirals on an unknown date.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.